Event description:
It was reported this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was brushing his teeth and received two non-isolated inappropriate shocks due to oversensing of myopotential noise. When programmed in secondary there was a significant amount of noise with left arm isometrics. X-rays were provided however, nothing eventful was observed. The device was programmed to primary 2x gain and there was less noise. Additionally, it was noted there was several non-sustained rates (nsr) - t counts. The physician confirmed the signal looked acceptable while the patient was laying on the side and leaning forward. The plan is to re-program the device to primary 2x gain with smart pass on. Technical services (ts) will review the performance in primary and compare to the secondary vector. Ts reviewed the data and found the sensing is not optimal in the near term based on increased nsr-t. Ts suspects there is a posture or multiple postures that are reducing the r-wave amplitude while the patient is programmed in primary. The field representative will discuss with the physician and the plan is to have the patient evaluated in the clinic. Subsequently, this system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was brushing his teeth and received two non-isolated inappropriate shocks due to oversensing of myopotential noise. When programmed in secondary there was a significant amount of noise with left arm isometrics. X-rays were provided however, nothing eventful was observed. The device was programmed to primary 2x gain and there was less noise. Additionally, it was noted there was several non-sustained rates (nsr) - t counts. The physician confirmed the signal looked acceptable while the patient was laying on the side and leaning forward. The plan is to re-program the device to primary 2x gain with smart pass on. Technical services (ts) will review the performance in primary and compare to the secondary vector. Ts reviewed the data and found the sensing is not optimal in the near term based on increased nsr-t. Ts suspects there is a posture or multiple postures that are reducing the r-wave amplitude while the patient is programmed in primary. The field representative will discuss with the physician and the plan is to have the patient evaluated in the clinic. Subsequently, this system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Correction report being filed to correct field h6 impact codes.

Event description:
It was reported this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was brushing his teeth and received two non-isolated inappropriate shocks due to oversensing of myopotential noise. When programmed in secondary there was a significant amount of noise with left arm isometrics. X-rays were provided however, nothing eventful was observed. The device was programmed to primary 2x gain and there was less noise. Additionally, it was noted there was several non-sustained rates (nsr) - t counts. The physician confirmed the signal looked acceptable while the patient was laying on the side and leaning forward. The plan is to re-program the device to primary 2x gain with smart pass on. Technical services (ts) will review the performance in primary and compare to the secondary vector. Ts reviewed the data and found the sensing is not optimal in the near term based on increased nsr-t. Ts suspects there is a posture or multiple postures that are reducing the r-wave amplitude while the patient is programmed in primary. The field representative will discuss with the physician and the plan is to have the patient evaluated in the clinic. Subsequently, this system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.